Event description:
While consumer was driving the power chair with the asl head array it allegedly sped up, out of control of the speed setting at 15%. This happened a second time when the chair allegedly sped up way over the 15% setting. Invacare tech, bob bloor, advised to replace display because the micro processor that controls the power chair is in the display. No injury is alleged.

Manufacturer narrative:
(B)(4) has been initiated for this issue. Model tdxsp-mcg power chair - serial number/date (B)(4) is approximately 1 year and 3 months old. The user manual part number (B)(4) was issued with this device. The user manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the user manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown . The consumer is a (B)(4) female, with a height and weight that are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown.